Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of submandibular gland, they used a high-frequency electrosurgical instrument with the unit. When they switched to bipolar coagulation to stop the bleeding, it did not work but unipolar coagulation worked. The event resulted to a third degree burn on the patient's right lower jaw and right clavicle. The burned area was 1.6cm by 1.2cm. Up to present, the patient was not yet discharge and the dressing needs to be changed daily. Treatment of the burned site was a combined drug used.